Event description:
Patient was observed to have contact dermatitis following laminectomy. Patient showing signs of erythema, swelling and blistering on face.

Manufacturer narrative:
Through additional investigation by sales represenatative and product manager, it was determined that the healthcare facility used tape on the patient's face and it was determined that the tape was the cause of the dermatitis.